Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. In addition pictures were analyzed sent by the account. Image 1: this is an image of what appears to be a harmonic device. No additional information can be obtained from this image. Image2: this is an image of what appears to be a harmonic device during a procedure with the blade broken off. The broke off portion of the blade present in the image. Image3: this is an image of what appears to be a generator with an alert screen of " replace the instrument" during functional testing of the device on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic esophagectomy, two harhd36 were defective; the first one after 10-15 activations, the gen11 gave a message to replace the instrument. The second, the active blade broke and fell in the patient. The surgeon finished the surgery with a third device. The surgery was delayed 5-10 minutes. They removed the broken part from inside the patient. The procedure was completed successfully without patient consequence reported.